Event description:
Reportedly, about 1 hour after starting the operation, the surgeon found a broken piece of balloon, then he noticed that the balloon had ruptured. Since the broken pieces were difficult to find, the operation was converted to an open procedure. The broken pieces were found and retrieved.